Event description:
The product was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the incomplete staple line and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
4/01/1999-supplemental report sent to FDA. Additional info entered in d-9 (product return date). Device eval indicated in h-3 and eval codes entered in h-6.